Event description:
Patient was scheduled for laparoscopic, rt oophorectomy, leep and ecc when putting first trocar in the surgeon visualized entire entry, and saw nothing abnormal in the anatomy, then there was a large amount of blood in trocar, so a second trocar was placed and again blood was in trocar. Trocars were removed and converted to open. Vascular surgery was called.